Manufacturer narrative:
Date sent to the FDA: 1/18/2021. Additional b5 narrative: it was reported that the patient experienced hernia recurrence, discomfort, swelling, vomiting, loss of appetite, abscess, tenderness following the surgery.

Manufacturer narrative:
Date sent to FDA: 08/10/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent partial explantation surgery on (B)(6) 2018 during which the surgeon noted ¿multiple dense, complex adhesions which were lysed.¿ it was reported that the patient experienced pain, nausea and bowel complications. No additional information is provided.